Manufacturer narrative:
Per investigation by the manufacturing site: there are no entries in the log file that indicate a malfunction of the device. The bipolar connection socket 3, which is contaminated by the liquid ingress, could cause errors during operation if the solution that has entered is still liquid. When it has dried out, the behavior is not as pronounced or is not relevant. But whether this liquid ingress is responsible for the customer's description is questionable. There are no signs of burnt components, nor is there any visual evidence of overheating inside the device. There are only signs of wear on the monopolar sockets 1 and 2, which do not affect the function of the device. No accessories were sent in with the device that could be examined. It is possible that the customer's connecting cables used during the incident may have been damaged. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a turbt case on july-02-2024, the device did not work and the surgeon could not cauterize the tissue. They also smell smoke out of the device, however there they did not see any smoke nor the device got hot. They had to bring in a back-up tower to complete the procedure. No patient injury was reported. However, it caused a delay to the case of about 30 minutes.